Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 14 mmol/l (252 mg/dl), while wearing the pod for less than 1 hour. They reported being unsure if the cannula was properly inserted in the infusion site (arm). When removed, the pod's cannula was observed to be bent. Additionally, the patient reported the adhesive was failing to adhere properly. Treatment information was not provided.

Manufacturer narrative:
The pod was received fully deployed with the adhesive pad fully attached. An 0x1c, pump has reached the pump expiration time, safety alarm was observed in the pod data. The housing vent was observed to be damaged. The timing and cause of this damage could not be determined. No damages or deficiencies to the fluid path or needle mechanism were observed that could have resulted in the cannula failing to properly insert into the infusion site. No damage to the environmental seal or bottom housing was observed. The cause of the reported unsure properly inserted cannula event could not be determined. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.